Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported the patient experienced a "seizure-like attack" which coincided with turning up the therapy strength. The hcp advised the patient to turn stimulation off for the time being. Information later received indicated that the patient now denied saying the "seizure-like attack" coincided with the increasing the therapy strength. The patient "had them before" and described them like blackouts. They had jerking movements while blacked out. It was stated the patient had been referred to a neurologist and were awaiting an appointment. It was also noted the patient had a heart problem that may be the cause. That was also being investigated. It was thought that the patient was receiving effective therapy because the device was not turned off. The device was not turned off because they didn't want to be doing intermittent self-catheterization as they felt it would be too long to wait for an appointment with the neurologist. The patient had continued on the same program with stimulation at 4.2-4.4v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.